Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the head would not communicate with implantable heart devices, it did interrogate as required using a known, good programmer however its cable was replaced as a preventive measure.

Event description:
It was reported that the radiofrequency programmer head was unable to communicate with implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.